Event description:
Kimberly-clark received a report stating, "while placing a mic g-tube, two of the sutures broke during insertion of the mic-j introducer. The t-fasteners were deployed without difficulty. No other kit was needed, the sutures broke when the serial dilator and the peelaway was inserted. Once the g-tube was inserted, the balloon was inflated and the peelaway was removed. The balloon was pulled to the ostomy site. The procedure was completed by the physician without further event." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. A sample was returned to kimberly-clark for analysis. Visual inspection noted the sample received included one apparently unused gastropexy sample. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.